Event description:
It was reported that the patient with this neurostimulator experienced no improvement with the device and reported worsening symptoms following reprogramming and adjustments. The patient experienced leaks and an increase in fecal incontinence episodes. The patient was prescribed gemtesa, vesicare, and had their device reprogrammed.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this neurostimulator experienced no improvement with the device and reported worsening symptoms following reprogramming and adjustments. The patient experienced leaks and an increase in fecal incontinence episodes. The patient was prescribed gemtesa, vesicare, and had their device reprogrammed.